Event description:
It was reported that, during thr surgery, the polarstem modular head for 21000662 broke as the surgeon was impacting the head on. The piece that broke off was grabbed by hand. The surgery was completed, without any delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement surgery, the polarstem modular head for 21000662 broke as the surgeon was impacting the head on. The piece that broke off was grabbed by hand. The surgery was completed, without any delay, with the same reported device. The complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device is fractured at the distal end. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 39 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Repeated use along with constantly applied mechanical forces are known factors which contribute to the fracture of this device. Additionally, repeated steam sterilization processes could contribute to an embrittlement. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device/these devices for similar issues. The returned device will be discarded. Additional information: d9 corrected data: g2, h6 (health effect - impact code).